Event description:
It was reported that the lead dislodged and was repositioned. The patient's condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.